Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received. According to the reported, a retrospective study included all tdc placements performed at our hospital between january 2020 and october 2022 evaluate the demographic and clinical characteristics of the dsa-guided and ultrasound-guided groups. The two types of catheters in the study were the bard hemosplit catheters (bard), a competitor device and the palindrome (covidien) device. A total of 261 patient (142 in dsaguided group and 119 in ultrasound-guided group. After psm (propensity score matching) there were 91 included in each group. After matching of the dsa-guided there were 79 palindrome catheter patients included and of the ultrasound-guided there were 73 patients included in the study. Adverse events were evaluated by group type vs. Catheter distinction and included the following: adverse events associated with surgery include n=1 kinked catheter for the ultrasound guided group, infection was n=2 dsa guided group and n=1 ultrasound guided, surgical site bleeding was n=14 in the dsa-guided and n=8 in the ultrasound-guided group. Adverse events associated with the hemodialysis treatment included n=7 for early termination of dialysis for the dsa-guided group and n=14 for the ultrasound-guided group, n=1 each for air alarm for both the dsa-guided and the ultrasound guided groups, blood coagulation n=41 for the dsa guided and n=39 for the ultrasound-guided group, hypotension was n=23 in the dsa-guided group and n=14 in the ultrasound-guided group. The kinked catheter required a second procedure and occurred in the dsa-guided group. In the dsa group, 2 events for early termination included severe coagulation of the dialysis line and 1 event of tmp elevation. In the ultrasound group, 6 of 11 events for early termination were from severe coagulation in the dialysis line and 4 were elevated tmp alarms, with one for air alarm on the machine. The performance of hemodialysis catheters inserted under dsa guidance was superior to that of catheters inserted under ultrasound guidance during postoperative blood dialysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5159475.